Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad 100nx system ((B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100nx did reveal a trend for damage to customer device ((B)(4) separate reports). Trending analysis for damage to customer device issues associated to the sterrad 100nx did not indicate a significant trend. The shuma (system hazard and user misuse analysis) is reported to be a score of 4 or "broadly acceptable risk". The sterrad 100nx received a pm (preventive maintenance) on (B)(4), 2010. The customer did not request service relating to damage device. Product was not returned to asp for investigation. The mdm (medical device manufacturer) of the scopes stated that the probes are only validated for processing in the sterrad 100s. The customer did not follow the manufacturer's processing instructions.

Manufacturer narrative:
Concomitant devices: parks medical doppler pencil probe: model number 841a, serial number unknown. The sterrad 100nx user guide states: know what you can process: before processing any item in the sterrad 100nx sterilizer, make sure you know how the sterrad sterilization process will affect the item. Read, understand, and follow the medical device manufacturer's instructions for their products. The foldout chart in this guide lists the certain types of items and materials that can be safely processed in the sterilizer. This guide is not intended to replace any medical device manufacturer's instructions. If you have questions, or if you are in doubt about the materials in your devices, contact the medical device manufacturer or your asp customer representative for more information. The customer was informed by the device manufacturer that the parks medical doppler pencil probe is not validated for use in the sterrad 100nx' system. The customer has contacted the device manufacturer regarding this issue.

Event description:
The customer reported that their parks medical doppler pencil probes were damaged after a completed cycle in the sterrad 100nx sterilizer. The damage was described as "the doppler pencil probes were no longer working after processing." The probes were new as of (B)(6) 2010 and were used 2-3 times per week. The probes were pouched and positioned on the shelf in the chamber of the sterrad 100nx sterilizer. The mdm informed the customer that the probes are only validated for processing in the sterrad 100s sterilizer. Asp recommended the customer follow the device manufacturer's guidelines for processing the doppler pencil probes. There were no reported injuries due to this event.